Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump failed the volume accuracy test.

Manufacturer narrative:
Evaluation results: one cadd solis pump was returned for investigation in good condition. The customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were per formed; all of which were within the pump's delivery accuracy manufacturing specifications.  No problems were found with the delivery accuracy of the pump.